Event description:
It was reported that the device was checked before the implant procedure and it was discovered that a power-on reset had occurred. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed a ram chip - memory error.